Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found weak co2 pressure due to the manifold malfunction, top cover was corroded and silicon rubber was worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the insufflation unit was slow, but the procedure could be continued. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the pressure goes down due to faulty manifold unit. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.